Event description:
The customer reported being hospitalized for high blood glucose of 617 mg/dl. The customer stated that she has a bad cough since last year. The customer was experiencing unexplained high glucose for the past two days. The customer's most recent glucose reading was 282 mg/dl and was treated with the insulin pump. Troubleshooting was performed. The programming, time, and date were correct. Ran a fixed prime test and the test passed. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.